Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and was able to confirm the reported malfunction. The power cord was obstructed at the traction tray which prevented it from going in. The fse rectified the issue. The unit was functional. The iabp was handed over to the customer in good, working condition.

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) showed power cable structed. No patient involved. No one was harmed onsite.